Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of stomach virus and throat infection, not device related, are considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected with 2.0 cc of juvéderm® volux¿ in the jawline and chin. Three months after injection, patient presented "stiffness at the injection site." A week prior to the adverse event, patient reported they had "gum dental treatment and a stomach virus," deemed not device related. Hcp prescribed augmentin and the adverse event resolved completely. Later, after adverse event resolution, patient had a throat infection and again experienced the same previous adverse event and chin pain. Patient was prescribed azenil and the adverse event resolved.